Event description:
It was reported that the patient was transitioned to hospice and the pump was turned off. The patient ultimately passed away due to multi-system organ failure on (B)(6) 2023. The death was not considered to be death related and the device operated as expected.

Manufacturer narrative:
Adverse event health effect - clinical code: multiple organ dysfunction syndrome (3261). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome (3261). Manufacture¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. Per additional information communicated by the account, the patient's outcome was not considered device related. The pump reportedly operated as expected and would not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists multiple types of organ failure and death as adverse events which may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.